Manufacturer narrative:
Evaluation summary one product was received for evaluation. The device failed to meet specification as it was received or made available for evaluation by the sales rep. The investigation isolated the failure to the usability of the device, but a cause was not identified. The product relates to the reported complaint event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had an unknown failure. There was no reported patient involvement and outcome.

Event description:
According to the reporter, during inspection of the device, a manual pinching of the inner cannula resulted in a crease in the cannula and a cracking sound was heard. There was no reported patient involvement and outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.